Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there was no phacoemulsification power from the handpiece. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the phaco handpiece was returned for evaluation. The system was manufactured on june 28, 2012. Based on qa assessment, the product met specifications at the time of release. Visual evaluation: the phaco handpiece was received for evaluation. A visual assessment of the returned sample found a dent on the irrigation line and a herniation near the connector strain relief. A flow rate test was performed on the irrigation and aspiration lines of the returned handpiece which found the handpiece to meet specifications. The phaco handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet manufacturer specifications. A review of the data indicates there were 405 procedures performed with this handpiece. The last recorded data displayed no recent tuning issues. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).